Manufacturer narrative:
Additional information provided confirmed the native annulus measured between 580 ¿ 590mm. The patient¿s leaflets near the ncc had bulky calcification and was likely the cause of the annular rupture.  The annulus had bulky calcification at the rcc and lcc.  The coronary height measured > 15mm.  The stj measured between 28mm - 29mm in diameter.  Procedural cine images were provided to edwards lifesciences and were reviewed by an edwards physician proctor.  The following observations were noted:  lv guidewire not in optimal coiled shaped position in apex (risk of lv perforation).  Predilatation with 25mm balloon, slips out at the end of inflation.  No sequence of valve alignment.  Correct valve position before deployment (pusher retractor correct).  Valve deployment under rp. Post-deployment no pvl (tee probe interfering with view).  Viv post deployment, slighter higher than previous valve. Localizing the origin of the annular rupture/dissection (contrast from lv side). Impression/recommendations: annular rupture occurred after first valve placement. A valve in valve was used to seal the perforation.  Potential root-cause: calcification/oversizing. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.   Per the imaging review, the cause of the annular rupture is unknown but may be due to calcification and/or valve oversizing.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it likely remains implanted in the patient.   Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant. Thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.   The cause of the annular rupture is unknown but may be due to the factors mentioned above.      The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of a 29mm sapien 3 valve, the patient sustained an annular dissection. A second 29mm sapien 3 valve was implanted with the existing valve. A pericardiocentesis and CPR were then initiated, however, the patient passed away. The patient¿s native annulus measured 590mm by CT.  The native annulus had moderate coalification, the leaflets were severely calcified, and the root was moderately calcified.